Event description:
A pt in (B)(6) was undergoing a dialysis treatment that included a polyflux 140 h dialyzer. After initiating treatment, blood was observed leaking from the end cap of the dialyzer. The clinician stopped the treatment and replaced the dialyzer and blood lines set. The blood in the extracorporeal circuit was not returned to the pt, resulting in a total blood loss of approximately 200 ml. The treatment was then continued without further incident. The pt was not symptomatic as a result of the blood loss and did not require any medical intervention.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 35.304 dialyzers produced and distributed from this lot number. We have received no reports of any similar issues with regard to any other dialyzers from that lot.